Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirms the customer's complaint: the housing has a crack because it was twisted in the handpiece housing. The torque base was not (or not correctly) used, which is a user mistake the wire on coil form side was broken and needs to be resoldered. The housing and all o-rings must be replaced, and a full function test including calibration and safety test according to the manufacturer's guidelines must be performed. To resolve the issues, all wires on the coil form have been resoldered, the housing and all o-rings have been replaced, and a full function test including calibration and safety test according to the manufacturer's guidelines has been performed. Root causes - the root causes are confirmed as: handpiece overtorquing, broken coil form, and cracked housing: 1) the overtorquing of the handpiece is due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in the torque wrench misaligning the dot on the handpiece and the handpiece connector. 2) root cause of coil form is due to broken solder in the coil form, and 3) root cause of cracked housing is under investigation per corrective and preventative action (CAPA).

Event description:
N/a.

Event description:
A facility reported that the cusa excel 23khz straight handpiece (c2600) failed on first use after set up, resulting in 30 minutes surgical delay due to the faulty device. The issue occurred when the patient was already anesthetized; however, there was no injury or harm to the patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: g3, g6, h2. Corrected field: h11 (root cause only). See updated/corrected root cause below: root causes are confirmed as: 1) overtorquing - the handpiece is due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in the torque wrench misaligning the dot on the handpiece and the handpiece connector. 2) coilform issue - which is due to broken solder in the coilform. 3) cracked housing - this is due to poor blending of the filler fibres and molding process issues allowing voids & defects. Evidence shows that voids and areas of poor material mixing are present in the affected areas.